Event description:
An initial event notification was received by sequel med tech, llc on 23-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On 23-may-2026, the user reported that their continuous glucose monitor (cgm) had been showing 401 mg/dl for approximately 10 hours and their blood glucose value was 511 mg/dl despite changing their cleo 90 infusion site four times and consuming 5 bottles of water. The user did not recall having a backup insulin therapy plan. Additionally, they denied any pump alarms but noted observing blood in the cannula of the first infusion site they changed, and that another had a bent cannula. The user stated their stomach hurt, but they denied needing emergency services. The user then performed a full supply change (cleo 90 infusion set, infusion site, and twiist cassette) and restarted basal insulin delivery via the twiist pump. The user's blood glucose at that time was 564 mg/dl. The user later reported that their blood glucose was not coming down, with values continuously remaining around 550 mg/dl. The user reported that they had not eaten since the previous evening and that the twiist app was not recommending a bolus. They further confirmed that they had performed a cannula fill to verify that insulin was moving through the infusion set tubing. The user ultimately spoke with an on-call doctor and presented to the emergency room via ambulance. The user was admitted to the hospital with diabetic ketoacidosis (dka) and a blood glucose value of 664 mg/dl. The user was placed on an insulin drip of 8-10 units per hour for 12 hours, following which, their blood glucose decreased to 250 mg/dl. The insulin rate was then decreased to 2 units per hour and the user was given breakfast. Their blood glucose subsequently elevated again to 466 mg/dl. The insulin drip was discontinued and the user resumed use of the twiist pump with an increased basal insulin delivery rate. The user also delivered a 1 unit bolus via the twiist pump and a manual injection of 7 units was administered by the nurse. On (B)(6) 2026, the user reported that they had been discharged from the hospital the previous night and had rested at home for most of the day. The user reported a blood glucose of 127 mg/dl, noting that their infusion site was placed on the upper buttock area. The user was re-educated on site rotation, and stated that they would follow up with their healthcare provider to discuss their insulin management plans. The user further noted that they had not been delivering insulin boluses for meals on previous pumps and was re-educated on the importance of entering carbs into the twiist app during meals. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.